Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon ¿image flickers¿ occurred due to a faulty video cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to failure of the video cable connectors. An additional finding of printed circuit board failure was also found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera pro video system center had poor contact resulting in no image when the camera head was connected. The event occurred during inspection before a diagnostic bronchoscopy procedure. There was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.